Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl which required medical intervention; cause was unknown. Reportedly, paramedics were called and customer was given carbohydrates to eat as well and administered intravenous fluids (customer could not clarify what fluids were given). Recommendation was made to consult with a healthcare provider regarding diabetes management.